Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during service testing the cardiosave rescue intra-aortic balloon pump (iabp) fiber optic would not generate a waveform. There was no patient involvement reported.